Event description:
The customer reported that the alarm does not sound when tested with new batteries. The battery door is not missing and closes properly. No visible damage to the outside of the alarm. There was no patient injury reported.

Manufacturer narrative:
(B)(4), failure to, labeled. (B)(4).